Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low and high blood glucose. On monday she ate supper did a bolus and blood glucose recorded was 123 mg/dl, 50 mg/dl and 41 mg/dl. The customer¿s current blood glucose was 374 mg/dl and 444 mg/dl and sensor glucose was 365 mg/dl. Multiple blood glucose requests have been occurring for more than 6 hours. Customer advised if issue persists to call back for further assistance. The blood glucose at the time of the incident was 41 mg/dl and 335 mg/dl. Customer treated low blood glucose with food and high blood glucose was treated with insulin pump. Customer declined low and high blood glucose troubleshooting. The blood glucose values provided were 140 mg/dl, 135 mg/dl, 113 mg/dl, 148 mg/dl, 72 mg/dl and the sensor did not except the customer¿s calibration. On sunday the blood glucose values recorded were 147 mg/dl, 148 mg/dl, 335 mg/dl, 294 mg/dl, 167 mg/dl, 144 mg/dl and the insulin pump was suspended and blood glucose values provided 240 mg/dl, 191 mg/dl exited auto mode safe basal time out 173 mg/dl, 173 mg/dl, 176 mg/dl, 137 mg/dl and 141 mg/dl. The sensor glucose was 280 mg/dl and blood glucose was 251 mg/dl, 283 mg/dl, 343 mg/dl, 285 mg/dl before breakfast. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. Customer also reported that, infusion set had leaks. Customer stated that, she was not able to get back into auto mode. Customer advised to monitor blood glucose and sensor glucose. Customer advised to call back if the blood glucose persist. The device will not be returned for analysis.

Event description:
It was reported that the event date has been changed to (B)(6) 2018.